Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade had difficulty cutting. The blade rotation was getting slow because of the load caused by forceps in the sheath and the blade had a difficulty in cutting. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02837. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.